Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump passed the rewind, basic occlusion and displacement test. No motor error alarm noted. The motor passed motor test. Unable to verify no delivery alarm due to prime anomaly. The insulin pump had minor scratched display window, cracked reservoir tube lip and lcd bleeding.

Event description:
It was reported that the customer received a motor error alarm. Customer received a no delivery alarm during a bolus delivery. When she escaped that alarm and tried to rewind the pump, she received the motor error alarm. The insulin pump became stuck in the alarm. Customer's blood glucose was 114 mg/dl. Nothing further reported.